Event description:
Reporter alleged obtaining a blood glucose result of 22 mg/dl on the advantage system, however, when looking into the system memory saw a result of 227 mg/dl. Reporter stated the number seven from the memory reading was faded. No actions were taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.